Event description:
Patient reported they stopped wearing the aligners. They had seen their dentist that informed them that they have deep gum pockets. After that appointment, the patient went to a traditional orthodontist and a periodontist. They are under the care of them for their gum issue.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.